Event description:
Caller reported a malfunction on the pump while loading a new cartridge. There was an adverse impact on the customer's blood glucose level, as it exceeded normal limits. The customer had not taken any corrective action at the time due to the pump malfunction but did not require third-party assistance. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared.